Manufacturer narrative:
It was claimed that o2 hose was leaking. There was no patient harm. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician, the o2 hose was defective and was causing the leakage. Replacement of o2 hose is necessary to resolve the issue. Leakage during ventilation may lead to insufficient ventilation, low o2 concentration provided to the patient or no ventilation to the patient. The root cause of the reported issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the o2 hose connected to the ventilator¿s o2 inlet was leaking. There was no patient harm. Manufacturer's ref. #: (B)(4).